Manufacturer narrative:
The reporter's meter was requested for return. The product has not been received at this time. The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter had an issue with the display of the coaguchek xs plus meter. The reporter stated there was a red splotch on the display of the meter, and the splotch covered the results field. There were no pixels missing from the results field. When the meter was powered on, the reporter stated the roche logo appeared. The reporter confirmed the meter was not dropped, damaged, or abused.